Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms were out of specification on the low end and the unit was out of calibration; however, the unit was not repaired as the customer declined the aged repair. The spring seal was replaced with no resolution. The motor, plug harness assembly, switch and bearings also required replacement. The unit was returned un-repaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for annual preventative maintenance, then, upon inspection, unit was found to be in need of repair. At product evaluation investigation the rpms of the device was found to be out of specification on the low end. No adverse events were reported as a result of this malfunction.